Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 20730543, expiration date 12/31/2012). Reference medwatch report (B)(6) for the suspect device used in the compact system.

Event description:
Customer reportedly received result of 215 mg/dl on the compact system and result of 95 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.